Event description:
Based on the information was received on (B)(6) 2018, initially this case was considered as non-serious is now upgraded to serious as seriousness criteria of required intervention was added for the events pain while walking, pain while walking, inflammation in both knees. This case is cross-referred to case ID: (B)(6) (same reporter). This unsolicited case was from united states was received on (B)(6) 2018 from a doctor. This case involves a (B)(6) male patient who received treatment with synvisc one and the after 1 day experienced pain while walking, swelling, inflammation in both knees and aspirated 92 cc of yellow fluid from the right knee/22 cc of fluid from the left knee. Concomitant medication included cortisone, testosterone cypionate for hypogonadism, finasteride for alopecia. No past drugs, medical history or concurrent condition was reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection (dose, indication and frequency: not provided) (batch/ lot number: 7rsl028z and expiration date: sep-2020) in bilateral knees. On (B)(6) 2018, after 1 day of injection, the patient came into the office today reporting pain while walking, swelling and inflammation in both knees and the doctor aspirated 92 cc of yellow fluid from the right knee and 22 cc of fluid from the left knee. The patient then received a cortisone injection in both knees. Corrective treatment: steroid injection for pain while walking, swelling, inflammation in both knees; knee effusion for aspirated 92 cc of yellow fluid from the right knee/22 cc of fluid from the left knee; not reported for trouble walking. Outcome: unknown for inflammation in both knees, aspirated 92 cc of yellow fluid from the right knee/22 cc of fluid from the left knee; recovered for rest all events. Seriousness criteria: required intervention for pain while walking, swelling, inflammation in both knees a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 7rsl28z expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl028z no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2018 there are 7 complaints on file for lot # 7rsl028z and all related sublots: (5)adverse events, (1) leaky syringe and (1) tip breakage. Sanofi will continue to monitor complaints as stated in (B)(4) "product complaint handling" to determine if a CAPA is required. Additional information was received on 12-apr-2018. Gptc number and ptc results were added. Additional information was received on 12-apr-2018. Onset date of all events was updated from mar-2018 to 30- mar-2018. Seriousness criteria of required intervention was added for the events pain while walking, pain while walking, inflammation in both knees. Corrective treatment of events pain while walking, swelling, inflammation in both knees was updated from not reported for steroid injection. Outcome of events swelling, pain while walking and trouble walking was updated from unknown to recovered. Testosterone cypionate for hypogonadism, finasteride was added as concomitant medication. Clinical course was updated. Text was amended accordingly.